Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had medication stuck between drawers. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was stuck between drawers. A field service engineer addressed the customer report of missing medication by removing the back of half-height drawer 3.1, where the jammed medication was located. The missing medication was retrieved and returned to the customer to taken back to the pharmacy. The system functioned as intended after the field service engineer repaired the device.